Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received: complications post implantation: pain, infection and urinary problems dyspareunia, prolapse. Additional implant (restorelle y mesh). Surgery: (B)(6) 2012: underwent robotic sacral colpopexy and cystoscopy with retropubic midurethral sling (restorelle y mesh) for vault prolapse and urethral hypermobility with sphincteric deficiency under general anesthesia. Mesh revision surgery: (B)(6) 2012: underwent excision/revision of mesh and cystourethroscopy for mesh exposure under general anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation: stress urinary incontinence. The procedure performed was a pelvicol pubovaginal sling placement. Findings: a 4 cm transverse suprapubic incision was made and with the electrocautery, this was carried down to the anterior rectus sheath. Complications post-implant include the following: from (B)(6) 2004 - (B)(6) 2004: small amount of dampness on pad - given detrol. On (B)(6) 2004: periodic leakage was reported, and kegel exercises were recommended. On (B)(6) 2004: urinary incontinence, usually unassociated with urge, often with little activity - proceed with periurethral durasphere. The outcome attributed to device includes pain and infection. (Corresponding medical records were unavailable to substantiate this except for those mentioned above). On (B)(6) 2012: 2 weeks of metrogel vaginal ¿ pelvic exam revealed thin vaginal discharge and an area of exposed mesh approximately 5 x 7 mm is in the right vaginal fornix.